Event description:
The reporter stated that the surgeon was using a msi-tm injector with a 22.0 diopter three piece silicone lens and the lens tore during insertion. The lens was removed without enlarging incision and another same model lens was inserted. They felt it was due to the injector, however the cartridge they used was not recommended for use with a silicone lens.